Event description:
It was reported that the pump display was frozen and could not be cleared with the button alarm. The customer's blood glucose level at the time of the event was 379.8 mg/dl, which is within the normal range. The customer attempted a pump reset, but the issue persisted, leading to the need for pump replacement by technical support. The customer decided to use manual daily injections as a backup therapy and was instructed on how to return the faulty pump using a pre-paid label.